Event description:
It was reported that the patient presented to a dual chamber aveir implant procedure. During the procedure, it was noted that the ventricular leadless pacemaker's helix had sprung. The ventricular leadless pacemaker was not used, and a single chamber atrial aveir system was implanted. The patient condition was stable.